Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 3 events were reported for this quarter. Product return status: 3 devices were received. Evaluation status: 3 device evaluations are in progress. Additional information: 3 devices were not labeled for single-use. 3 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device had a component detach. 2 events had no patient involvement; no patient impact. 1 event had no information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 3 previously reported events are included in this follow-up record. Product return status 3 devices were received.   Event confirmation status 3 reported events were confirmed; the cause traced to component failure. Evaluation results 3 devices were found to be affected by detached and missing internal components.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device had a component detach. 2 events had no patient involvement; no patient impact. 1 event had no information received.